Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 11/23/23 to 01/24/24 and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bgs was unknown. The customer consumed carbohydrates to address all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.